Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella pump did not start after implant. Attempts to restart the device were unsuccessful. The impella device was explanted and rinsed with saline solution. No thrombotic material was identified on the pump. A new impella device was implanted to manage this issue.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that data logs showed that the pump stopped immediately upon activation with the occurrence of the "impella stopped - motor current high" alarm and the corresponding mc spike to 1500. Multiple unsuccessful restart attempts were made, and the alarm recurred with each attempt. No other abnormal metrics were noted. Visual inspection of the returned pump confirmed the presence of the full red lumen in the cannula. The outflow end of the red lumen was twisted around the impeller. No other abnormalities were found. In conclusion, it was determined that the root cause of the pump being unable to start was a fractured red lumen. This report is being filed as part of a retrospective review of historical records.